Event description:
The customer reported that the IV pump and channel failed, with no details of the failure provided. Narcotics were removed from the channel. There was no report of any patient harm.

Manufacturer narrative:
227104 evaluation statement: the reported event of a channel failed could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-2018-0171. The customer stated that there was patient involvement.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel failed could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the IV pump and channel failed, with no details of the failure provided. Narcotics were removed from the channel. There was no report of any patient harm.